Manufacturer narrative:
The device was returned to resmed for an evaluation. Review of the device data logs confirmed the reported problem. The internal battery was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed messages related to a battery charger fault (sf180) and an internal battery error. There was no patient harm or serious injury reported as a result of this incident.